Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, it is possible that a failure of the scope, cable or electrical contacts may have caused the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to explain the issue. Tac spent time with the customer trying to trouble-shoot the issue. However, those efforts were ultimately unsuccessful. The customer was instructed that a loaner device would be provided and their current device would need to be sent in for evaluation and possible repair.

Event description:
It was reported, the evis exera iii video system center presented an e315 'unsupported scope' error while in use. According to the initial reporter, a pcf-h190dl scope was being utilized, and had been used previously with this device. There was no patient harm or consequence reported as a result of this event.